Event description:
The battery cap was returned to animas. Product analysis evaluated the cap and found that the battery cap o-ring was detached. This report is made based on the results of evaluation.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap¿s yellow o-ring was found to be detached. The battery cap contacts were confirmed to be within specifications. (B)(6).